Manufacturer narrative:
UDI number added.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported a ¿speaker malfunction¿ inop. There was no report of an adverse event. The device was used for patient monitoring.